Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a seizure and was hospitalized. The insulin pump did not notify the customer of his low blood glucose level. The customer's blood glucose level was 40 mg/dl. He treated his low blood glucose level with ten glucagon tablets and shots. The product was not returned. Nothing further to report.